Event description:
The customer reported that the system displayed an error code. No patient injury was reported.

Manufacturer narrative:
The ge service rep noted fogging on both screens prior to start-up. The error codes were iris pot error, filament regulator error, check of calibration... Passed. The system rebooted came up normal and error free. The ge service rep ran an operational check and it passed.